Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2015 which refers to herself, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted. The consumer's medical history included 2 sons. Two weeks after getting essure, the consumer experienced excruciating pain in lower back, leg and pelvis. She had nausea and was in constant pain. She also felt like she had mild case of the flu every day. She underwent to a hysterectomy and two weeks after she was back to her old self. She had her energy level back, didn't feel sick and didn't have the pain. She felt back to normal. Product technical complaint investigation was received on (B)(6) 2015: the bayer ptc global reference number is (B)(4). The final assessment was: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pain in lower back, leg and pelvis. The event is serious due medical importance and listed in the reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, two weeks after placement, the consumer presented this excruciating pain. Eventually, she had a hysterectomy performed. A couple of weeks after the procedure, she had her energy level back, didn't feel sick and didn't have the pain anymore (positive dechallenge). Considering the event's nature and positive dechallenge, the reported adverse event is assessed as related to essure use and since an intervention was required (hysterectomy) the case is regarded as incident. Other non-serious events were informed. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.